Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked from the top of the pump, all along the length of the battery tube. Customer's blood glucose was unknown at the time of incident. No further details given.